Event description:
It was reported that the ilet connection hardware broke after the pump reportedly fell while the user was playing, causing the device to drop from the belt and the luer connector to crack; the cartridge was subsequently removed with pliers and insulin therapy was resumed within about an hour. Symptoms included no reported adverse clinical effects, with blood glucose around 80 mg/dl. Outcomes included continuation of insulin therapy without reported injury or medical intervention. Investigation included customer troubleshooting and collection of the luer connector lot number. Investigation of this case revealed a cracked connector consistent with mechanical damage from impact. It was concluded that the event was due to physical damage to the connector, and no device malfunction affecting therapy delivery was confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.